Event description:
Customer reported discrepant meter results when compared with lab results. Date: (B)(6) 2010, inratio: 2.2. Date: (B)(6) 2010, inratio: 4.2, lab: 2.8 (lab 3 hours later). Date: (B)(6) 2010, inratio: 2.6. Date: (B)(6) 2010, inratio: 2.1. Pt target range is from 2.0 to 3.0. Pt decided to stop taking coumadin on (B)(6) 2010 for two days due to meter result. Pt did not get lab results from that day back until later in the week. Pt restarted coumadin on (B)(6) 2010.

Manufacturer narrative:
Investigation pending.